Event description:
Initial result for a pt bicarbonate was 41 mmol/l. When repeated, the result was 25 mmol/l. The incorrect result was not used to guide pt therapy. The field service rep found the discrepancy was caused by a misaligned sample probe and repaired the instrument by adjusting the probe.